Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that their insulin pump blood glucose values and glucose sensor values were significantly different. Customer's blood glucose level was reported at 104 mg/dl. Product is being replaced. No further information was provided.